Event description:
It was reported that with the light source had blank screen or error, but representative did not remember error message. There was no image and light source was not working with 180 scopes. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed while tested with different scopes and video processor. Customer was also advised to check their video processor for possible cause of problem. Based on the results of the investigation, it was confirmed that images worked properly during inspection. Therefore, a definitive root cause of the reported event cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.